Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a different model due to the patient experiencing blurry near vision. In a follow up, the surgeon reported the event had not resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results form the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/18/2009, 05/19/2009, and 06/10/2009 by phone, fax, and mail. A completed questionnaire was received on 06/01/2009.